Event description:
Related MFR #2916596-2023-06519 and #MFR #2916596-2023-06543. It was reported that log files were submitted for review for left ventricular assist device (lvad) internal fault alarms on (B)(6) 2023. The pump temperature was above the normal range and the pump stopped and restarted possibly due to elevated pump powers. The pump was power cycled and the controller exchanged but the pump did not restart. The elevated pump power remained following the controller exchange. The driveline was removed at this time per engineers due to elevated temperatures. The patient received a new pump as an exchange on (B)(6) 2023 due to a suspected pump thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # for pump: 2916596-2023-06543. The patient also experienced flow as low as 0 lpm at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the cuff lock arms were found to be damaged. Review of the submitted log files confirmed low flow alarms that appeared to occur prior to formation of low flow thrombus within the device, which was confirmed through evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). However, a specific cause for the low flow could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3.0¿ from the pump header. The remainder of the pump cable was not returned. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The outflow graft bend relief was severed at its hardware and the distal end was not returned. The outflow graft was sutured shut. The apical cuff was not returned. Denatured blood was found from the distal side of the inflow cannula, throughout the rotor, and throughout the pump cover. The denatured blood completely obstructed the flow path. These findings are consistent with a period of poor surface washing due to an interruption in flow; however, a specific cause of the low flow could not be determined. Visual inspection of the pump rotor and rotor well found concentric scratches along the walls, consistent with low flow thrombus impeding operation of the rotor. The submitted log files were reviewed. Lvad (left ventricular assist device) temperature was elevated due to high power/current draw as the pump worked to maintain speed, which activated the lvad internal fault alarm. Lvad flags associated with high current, rotor displacement, and issues with magnetic centering of the rotor were captured. These findings could have been caused by the obstructive, denatured blood causing drag on the rotor. Scratches along the rotor and rotor well walls are consistent with rotor displacement/issues with rotor magnetic centering due to denatured blood throughout the rotor. Although the onset of these events was not captured in the event log files, the controller periodic log file showed that flow was low over 3 hourly data collections, ranging from 1.0-1.4 liters per minute (lpm), with active low flow alarms. The patient¿s flow and power then appeared normal over the next hourly data collection, but during the final hourly data collection, high power was captured. A specific cause of the original low flow could not be conclusively determined. The device was cleaned and rebuilt; however, functional testing was unable to be performed as the pump¿s internal circuitry was damaged as a result of the high temperatures the pump was subjected to. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) of the IFU contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (rev. A). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. No further information was provided. The manufacturer is closing the file on this event.